Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there any malformed staples noted in the primary procedure? Accordingly the surgeon´s report, there was malformation in the staple line, some staples were opened. When did the dehiscence occur? In the post-surgery, about 4 days after. Who fired the device and what is his/her experience? Surgeon has experience using the device, but he was assisted by auxiliaries and residents. Where in the gap setting scale (green range) was the indicator located prior to firing? Not informed. Did the surgeon wait 15 seconds and then retighten prior to firing? Yes. Did the surgeon receive audible & tactile feedback when firing the device? Yes. Does the surgeon routinely check the washer and donuts to confirm a complete transection? Yes, he confirm it routinely. What was done during the re-intervention of the dehiscence? Re-suture.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot

Event description:
It was reported that during a drawdown of colon procedure (rectosigmoidectomy and reanastomosis), according to the surgeon's report, who is a used user of the product, the procedure occurred normally but the device presented dehiscence in the staples line. It required a re-intervention. The patient had to return to the operating room for correction. One device was discarded.